Manufacturer narrative:
Patient city: (B)(6). Patient country: united kingdom. Initial and final MDR 2583581-device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in unided kingdom. It was reported that the patient had experienced being asleep when the cannulas were knocked out. Event on 20-feb-2026. The insertion location was the tummy. The length of time the infusion set had been inserted in the body was a couple of days. No further information available.